Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("hair loss"), hormone level abnormal ("hormone imbalance"), anxiety ("anxiety"), weight increased ("weight gain") and fatigue ("severe fatigue"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, alopecia, hormone level abnormal, anxiety, weight increased and fatigue outcome was unknown. The reporter considered alopecia, anxiety, fatigue, headache, hormone level abnormal, pelvic pain and weight increased to be related to essure. The reporter commented: patient need. For additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("hair loss"), anxiety ("anxiety") and fatigue ("severe fatigue") and was found to have hormone level abnormal ("hormone imbalance") and weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, alopecia, hormone level abnormal, anxiety, weight increased and fatigue outcome was unknown. The reporter considered alopecia, anxiety, fatigue, headache, hormone level abnormal, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concomitant products included antidepressants. In 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced headache ("headaches / hormonal changes describe: headaches"), alopecia ("hair loss"), the first episode of fatigue ("severe fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), nausea ("nausea"), vision blurred ("vision/eye problems type: blurred") and the second episode of fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain / loss (specify which one) gained 30 lbs"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced anxiety ("anxiety"), premenstrual syndrome ("hormonal changes describe: severe pms"), mood swings ("hormonal changes describe: mood swings"), abdominal distension ("hormonal changes describe: bloating"), paraesthesia ("neurological conditions or problems type: tingling / pins and needles sensation on feet"), abdominal pain lower ("abdominal cramping/cramping") and depression ("depression") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, premenstrual syndrome, mood swings, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, nausea, allergy to metals, dysmenorrhoea, vision blurred, the last episode of weight increased, the last episode of fatigue, abdominal pain lower and depression outcome was unknown, the headache and paraesthesia had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, nausea, paraesthesia, pelvic pain, premenstrual syndrome, vaginal haemorrhage, vision blurred, the first episode of fatigue, the first episode of weight increased, the second episode of fatigue and the second episode of weight increased to be related to essure. The reporter commented: patient need. For additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concomitant products included antidepressants. In 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced headache ("headaches / hormonal changes describe: headaches"), alopecia ("hair loss"), the first episode of fatigue ("severe fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), nausea ("nausea"), vision blurred ("vision/eye problems type: blurred") and the second episode of fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain / loss (specify which one) gained 30 lbs"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced anxiety ("anxiety"), premenstrual syndrome ("hormonal changes describe: severe pms"), mood swings ("hormonal changes describe: mood swings"), abdominal distension ("hormonal changes describe: bloating"), paraesthesia ("neurological conditions or problems type: tingling / pins and needles sensation on feet"), abdominal pain lower ("abdominal cramping/cramping") and depression ("depression") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, premenstrual syndrome, mood swings, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, nausea, allergy to metals, dysmenorrhoea, vision blurred, the last episode of weight increased, the last episode of fatigue, abdominal pain lower and depression outcome was unknown, the headache and paraesthesia had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, mood swings, nausea, paraesthesia, pelvic pain, premenstrual syndrome, vaginal haemorrhage, vision blurred, the first episode of fatigue, the first episode of weight increased, the second episode of fatigue and the second episode of weight increased to be related to essure. The reporter commented: patient need. For additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Lot number added. Events added from pfs- bloating, abnormal bleeding (vaginal, menorrhagia), migraines, nausea, neurological conditions or problems type: tingling, pins and needles sensation on feet, nickel allergy, dysmenorrhea (cramping), vision/eye problems type: blurred, weight gain, fatigue, abdominal cramping, depression. Outcome of event alopecia and headaches were updated. Aka name, concomitant drug, medical history, lab data were added. Event hormone imbalance updated to hormonal changes describe: severe pms, mood swings. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and pap smear abnormal. Previously administered products included for an unreported indication: mirena. Concomitant products included antidepressants and mepyramine maleate;pamabrom;paracetamol (pamprin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced headache ("headaches / hormonal changes describe: headaches"), migraine ("migraines"), nausea ("nausea") and paraesthesia ("neurological conditions or problems type: tingling / pins and needles sensation on feet") and was found to have the first episode of weight increased ("weight gain"). In 2015, the patient experienced alopecia ("hair loss"), fatigue ("severe fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vision blurred ("vision/eye problems type: blurred") and was found to have the second episode of weight increased ("weight gain / loss (specify which one) gained 30 lbs"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced anxiety ("anxiety /psych injury"), premenstrual syndrome ("hormonal changes describe: severe pms"), mood swings ("hormonal changes describe: mood swings"), abdominal distension ("hormonal changes describe: bloating"), abdominal pain lower ("abdominal cramping/cramping"), depression ("depression"), female sexual dysfunction ("apareunia"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, alopecia, the last episode of weight increased, fatigue, mood swings, paraesthesia, dysmenorrhoea, female sexual dysfunction, back pain and abdominal pain had resolved and the anxiety, premenstrual syndrome, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, nausea, allergy to metals, vision blurred, abdominal pain lower, depression, vaginal discharge, psychological trauma, gastrointestinal disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, paraesthesia, pelvic pain, premenstrual syndrome, psychological trauma, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient need for additional surgery. Plaintiff received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: abdominal pain, back pain, gi conditions, vaginal discharge, apareunia, hormonal level abnormal and psychological trauma were added. Lab data were added. Event outcome were updated: dysmenorrhea (cramping), apareunia, pelvic pain, abdominal pain, back pain, fatigue, gi conditions, hair loss, hormonal changes, headaches, weight gain to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.